Event description:
It was reported that, "surgeon tried to implant and it was not fitting correctly. Surgeon stated that it was defective, pulled it out and used another, used a size bigger (used a 5x11). Rep is returning the insert, for eval to see if it was indeed defective."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.